Manufacturer narrative:
Device not returned to manufacturer.

Event description:
On (B)(6) 2015, a customer submitted an emailed report of false positive results for product vidas troponin I ultra, ref. 30448, lot. 1003931370. Patient samples were taken every 4 hours, 3 samples. Sample 1, < 0,01 ng/ml, sample 2 sample was measured two times 1st: 0,08 ng/ml, 2nd: 0,02 ng/ml, sample 3, < 0,01 ng/ml. Patient was prepared for operation based on high results, but according to the last <0,01 result and based on results of additional tests patient was released home without operation.

Manufacturer narrative:
Biomérieux internal investigation was conducted. Evaluation of manufacturing and qc records for the implicated batch indicates the batch performed in accordance with specifications and no anomalies were observed. The customer did not comply with biomérieux's request for strain submittal. Eleven (11) negative seras were tested against the retain kit vidas® troponin I ultra batch 1003931370 and all the results were <0.01 ug/l. The issue reported by the customer could not be confirmed.